Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (dislodgement); patient¿s condition affected effectiveness of device - (lesion morphology); related to another device - (guideliner). Conclusions: inherent risk of procedure - (dislodgement); device failure related to patient condition - (lesion morphology); operational context - (attempted removal of device through guideliner). (B)(4).

Event description:
The physician intended to implant an integrity 3.50 x 26 mm rx bare metal stent to treat a lesion in the rca. The vessel was reported as having moderate tortuosity, severe calcification and 100% (chronic total occlusion) stenosis. The device was inspected before use with no issues noted but negative prep was not performed. Pre-dilations were carried out multiple times with multiple devices. After pre-dilation there was 50% stenosis in the rca and 100% stenosis in the rca. It is reported that while advancing the device to the target lesion resistance was encountered and the stent dislodged on the guideliner/guidecatheter in vivo. The dislodged stent was removed through the guideliner support catheter. There was no reported patient injury. Evaluation summary: the device, procedural notes and procedural images were returned for evaluation. The stent was not returned with the device. The balloon folds were partially opened. Crimp impressions were evident on the balloon. The distal tip was stubbed. Cine image review: the procedural images confirm a cto lesion in the mid rca vessel. Numerous pre-dilations of the distal, mid and proximal rca vessel are then performed. The procedural notes confirm the numerous pre-dilations of the vessel followed by multiple stent deployments which can also be seen on the procedural images. Guideliner devices are then used and this is confirmed in the notes and images.